Event description:
It was reported that the patient experienced a urinary tract infection with loss of bladder control. Patient was experiencing leaking at night, bad smelling urine, and difficulties urinating. Patient was taking antibiotics, but was unsure if it was helping her symptoms. Patient is setting her alarm ever hour and fifteen minutes at night to urinate. It was reported patient had been feeling stimulation since she had her stimulator implanted, but was concerned about turning it up higher and running down the battery. Since the infection, the patient was using program 4 at 6.5 and felt stimulation in the 'bike seat' area. Patient had to have stimulation on a high setting due to the infection. Patient was previously on program 2 and will probably go back after infection clears. Patient was also on program 3, but it 'didn't work.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v997632, implanted: 2012 (B)(6), product type lead. (B)(4).